Manufacturer narrative:
The date of the onset was reported as approximately two months prior to the report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. Treatment rendered for the event was not reported. The patient¿s recovery status was not reported. Action taken with dianeal therapy was unknown at the time of this report. No additional information is available.